Event description:
A 4.0mm diameter x 30mm length ave gfx stent was inserted into the right coronary artery after predilation of the target lesion with a percutaneous transluminal coronary angioplasty balloon. Predilation of the target lesion resulted in dissection of the mid and proximal right coronary artery. The gfx stent was then inserted and expanded over the area of dissection. After deployment of the stent, it was noted that there was a perforation of the vessel with extravasation of contrast into the pericardial space. The stent delivery system balloon was then removed and a perfusion balloon was inserted and inflated for treatment of the perforation. The patient suffered a pericardial effusion and decrease in blood pressure. Subsequently, the patient went to the operating room for open heart bypass surgery. The physician stated that he "feels he oversized the stent for the vessel". There was no additional clinical sequelae reported relative to the event.